Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the reportable malfunction was due to the device could not be used and alarm went off due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator did not operate and had an abnormal sound. The issue occurred during preparation for use for a therapeutic general abdominal surgery. The hospital changed to another system to complete procedure. There was no delay and no reports of patient harm.